Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No motion sensor test failure or external ram error alarms noted. The motor position encoder error alarm could not be verified due to overwritten history files. Several displayable history failed alarms noted in alarm history screen due to corrupted history file. The device also had a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had an external ram error, multiple displayable history failed alarm and a motor error alarm. The customer stated that the alarm history showed a motor position encoder error alarm and a motion sensor test failure alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.